Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing spin collar cracked when attempting to connect the tubing to the patient. There was no report of patient harm.